Manufacturer narrative:
The investigation determined that the issue found by the fse (leakage at sample pipettor tubing) was the root cause of the event.

Manufacturer narrative:
No reagent lot numbers with expiration dates were provided. On 24-mar-2025, the field service engineer (fse) replaced the sample probe due to a dripping sample needle. On 28-mar-2025, the fse replaced leaky tubing. Qc was acceptable. The investigation is ongoing.

Event description:
The initial reporter questioned the results for multiple tests and multiple patient samples tested on a cobas 8000 e 801 module. Discrepant low results were provided for elecsys cea (cea) and elecsys ca 15-3 ii (ca 15-3 ii). It is not clear if these results are from 1 patient sample or 2 patient samples. The initial cea result was 1.19 ng/ml. The repeat result was 6.72 ng/ml. The repeat on a different e801 module was 6.50 ng/ml. The initial ca 15-3 ii result was < 1.50 u/ml. The repeat result was 34.4 u/ml.